Manufacturer narrative:
During the inspection, it was found that the forceps tube is broken at the transition to the connecting part. The cause is due to overloading. The internal sheath resectoscope 22fr, part number: 8675322, comes from batch no. 1574172 and was added to the new goods inventory on march 20, 2024. To date, there have been no further complaints regarding the affected batch no. 1574172. Due to the damage pattern, it must be assumed that the insulating insert was significantly damaged, most likely during reprocessing or transportation. Mechanical pre-damage in conjunction with the formation of tiny stress cracks within the ceramic can lead to breakage of the ceramic and thus to a possible loss of parts even if the product is subjected to low mechanical stress during use. In general, the user is advised in chapter 8 of the corresponding instructions for use ga-d366 / en / 2018-03 v5.0 that a visual and functional check must be carried out before and after each use. Among other things, the user is advised to check the ceramic insulation at the distal end of the resectoscope shaft for damage before each use. Improper handling, e.g. Dropping, knocks, blows or similar mechanical stresses can lead to hairline cracks and/or ceramic flaking in the distal area of the resectoscope shaft. Products that are damaged, incomplete or have loose parts must not be used. Possible damage of the type mentioned above can be easily recognized by the hospital staff if these instructions are followed. In our risk analysis d3 rev.04, manufacturing-related, handling -related and design-related hazards were considered with regard to functional impairment as well as risks due to an unusable product with the corresponding extent of damage and the assumed probability of occurrence and assessed with an acceptable risk. Taking all findings into account, no systematic faults can be derived either from a functional, design or manufacturing point of view. Accordingly, no product-related measures are considered. The defects identified indicate user error. A trend or a significant increase cannot be identified.

Event description:
It was reported that the distal end of the resectoscope shaft detached during the procedure. The defective parts were removed from the patient's bladder. All parts were recovered, and the planned procedure was successfully completed. However, the operation was extended by 15 minutes while the physician attempted to remove the tip. There are no reports of injury to the patient or other staff members.